Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1 and serial number: unknown. H6: additional code of imdrf annex g: g02005 is applicable for product ID: nim4cpb1 and serial number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the hemi-thyroidectomy case which had been in progress for approximately 40 minutes, the nim vital displayed an error message indicating poor wireless connection strength and advised using the cord. The error message was acknowledged, and the pi was connected to the console via cord. A 'chirp' was heard upon connecting the cord, and onscreen confirmation indicated that the pi was connected via cord. However, the console continued to display the poor wireless connection error message every 2-6 minutes for the remainder of the case. The cord was unplugged and reconnected to the pi during the procedure, but the wireless connectivity error message persisted and the issue was not resolved. The procedure was extended by 8 minutes and completed using reported products. There was no patient impact.